Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer returned a set packaged in a biohazard bag with a flolink and clearlink connected. The set was contaminated with blood and solution. Baxter evaluated the sample and during a visual inspection no defects were observed. The unit failed the pressure test at 8psi; the reported condition was confirmed. However it is unknown what may have caused this condition. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter canada of an extension set that had a leakage of total parenteral nutrition (tpn) solution. The event occurred in the neonatal intensive care unit. It was not reported if the incidents occurred during use, or if there was any patient injury or medical intervention. No additional information is available.